Event description:
Caller reported a malfunction on the pump, specifically displaying malfunction code 16. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller with resetting the pump, but the malfunction persisted. As a result, the pump was replaced, and the customer opted to use mdi as a backup therapy. The replacement pump was sent with updated software and further training available. The caller was instructed on returning the defective pump and acknowledged these instructions.